Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 46-year-old female patient who had essure (batch no. 233281-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, premenstrual syndrome and vitamin d deficiency. Previously administered products included for an unreported indication: mirena from 2-jul-2012 to 19-dec-2012. Family history included ovarian cancer (*(mother)). Concomitant products included escitalopram oxalate (lexapro) since 17-sep-2014, metformin since 2018, valaciclovir hydrochloride (valtrex) from 8-sep-2016 to 8-oct-2016 and vitamin d nos (vitamin d) since 2018. On (B)(6) 2012, the patient had essure inserted. In january 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In june 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"), 5 years after insertion of essure. On 8-jan-2018, the patient experienced libido decreased ("hormonal changes describe: low libido") and hirsutism ("facial hair") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia / hypermenorrhea") and vaginal infection ("vaginal infection"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, pelvic pain, libido decreased, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, vaginal discharge, fatigue, weight increased, alopecia and hirsutism outcome was unknown. The reporter considered alopecia, anxiety, depression, fatigue, hirsutism, libido decreased, menorrhagia, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on 02-apr-2013: confirmed that the essure device was successfully occluded. Apparent tubal occlusion status post essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) year-old female patient who had essure (batch no. 233281) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, premenstrual syndrome and vitamin d deficiency. Previously administered products included for an unreported indication: mirena from (B)(6) 2012 to (B)(6) 2012. Family history included ovarian cancer (mother). Concomitant products included escitalopram oxalate (lexapro) since (B)(6) 2014, metformin since 2018, valaciclovir hydrochloride (valtrex) from (B)(6) 2016 to (B)(6) 2016 and vitamin d nos (vitamin d) since 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"), 5 years after insertion of essure. On (B)(6) 2018, the patient experienced libido decreased ("hormonal changes describe: low libido") and hirsutism ("facial hair") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia / hypermenorrhea") and vaginal infection ("vaginal infection"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the uterine haemorrhage, pelvic pain, libido decreased, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, vaginal discharge, fatigue, weight increased, alopecia and hirsutism outcome was unknown. The reporter considered alopecia, anxiety, depression, fatigue, hirsutism, libido decreased, menorrhagia, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Apparent tubal occlusion status post essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: pfs and medical record received. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Hormonal changes describe: low libido, vaginal bleeding, menorrhagia / hypermenorrhea, vaginal infection, depression, mental anguish, vaginal discharge, fatigue, weight gain, hair loss, facial hair and abnormal uterine bleeding added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.